Event description:
Allergan sales representative called on behalf of the explanting physician that the band was removed due to an alleged leak "in the inside of the band." The leak was first noticed when the band lost restriction from a previous fill.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."